Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the right atrial lead was oversensing noise causing inappropriate automatic mode switch. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.